Event description:
User alleges that they experienced some system inaccuracies. The locatable guide did not match up to the pt anatomy. Therefore, the procedure was completed using fluoroscopy and there was no injury or harm to the pt.